Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. Evaluation is still underway. Review of the downloaded software flag files do not indicate any device malfunction that would cause or contribute to the patient's death. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device manufacture date: monitor: 10/16/2012, belt: 10/27/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while in the hospital. The patient was reportedly not wearing the lifevest at the time of death as it had been removed due to developing pressure sores. Further details surrounding the event are unknown. The cause of death is unknown. It is also not clear if the pressure sores were directly related to the lifevest.